Event description:
The customer reported conflicting results with the binaxnow covid-19 antigen self test performed on (B)(6) 2022 with a nasal sample. The customer took two tests on this day, five (5) minutes apart. The first (1st) test's result was positive and the second (2nd) test's result was negative. There is no confirmation test information provided. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 196084 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 196084 and test base part number 195-430wl/ lot 192181. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 196084showed that the complaint rate is (B)(4). A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 196084showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.